Manufacturer narrative:
Cancellation report is being submitted due to the completion of the investigation on (B)(6) 2024. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ based on medical advisor advising it would be off label for using a cst-10 device on an infected cyst but we cannot say for definite in this case, no device malfunction has been identified. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4) (3001845648-2023-00768). There are two methods by which pmcf complaints are received; 1. Initial/ final pmcf report in a pdf format - this is emailed by cook research team. 2. Research team can directly ask customer service to open complaints on trackwise for any ongoing clinical studies - so they open these complaints as and when they come across the malfunction/ adverse events. The studies usually go on for many months or even years. So the research team might not have a report drafted in this case, they would just call in customer service to log these complaints (B)(4) falls under type 2 above. Manufacturing records prior to distribution, all cst-10 devices are subjected to a visual inspection and functional inspection to ensure device integrity. As the lot number is unknown a review of manufacturing records could not be performed. Instructions for use and/label as per the instructions for use, ifu0005 which informs the user about the potential adverse events "associated with gi endoscopy include, but are not limited to: allergic reaction to medication, allergic reaction to nickel, aspiration, burn, cardiac arrhythmia or arrest, fever, hemorrhage, hypotension, infection, pain/discomfort, perforation, respiratory depression or arrest, sepsis¿. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. As per IFU potential adverse events ¿sepsis¿ is a known potential adverse event. Although its mentioned in the complaint description that the cyst was ¿probably¿ infected it is not definitive. If the cyst was definitely infected the medical advisor has advised it would be off label for using a cst-10 device on an infected cyst but we cannot say for definite in this case. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the event is resolved, the patient experienced the current hospital stay extended or new hospitalization was required. Complaints of this nature will continue to be monitored for similar events.

Event description:
Cancellation report is being submitted due to the completion of the investigation on (B)(6) 2024. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ based on medical advisor advising it would be off label for using a cst-10 device on an infected cyst but we cannot say for definite in this case, no device malfunction has been identified.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The event took place post-procedural (up to 48 hours or until discharge if before 48 hours). The patient experienced a sepsis. The site described that the ¿event was due to cyst puncture. Cyst was probably infected even if bacteria not found. Antibiotics probably destroyed bacteria¿. The site indicated that the event did not occur due to a device deficiency. The site is asked to clarify if the device was related to the sepsis or if it was the procedure. At time of report, the site did not give an answer to this. The event is resolved, the patient experienced the current hospital stay extended or new hospitalization was required. Additional information received on 12-sep-2023: for pr# 408151 (MDR-2063, pt. 1910097, uns2) the site has added: ¿event due to cyst puncture procedure and not to cystotome defect.¿